Event description:
The patient reported that the needle button popped out before the 24 hour period. The patient indicated that he wears the v-go on his abdomen and thighs. The patient indicated that this happened with 7-8 v-gos. The patient confirmed he pushes down the needle button on the rounded side.